Event description:
Elderly man with acute on chronic systolic & diastolic heart failure (hf), new york heart association (nyha) class IV, severe low flow low gradient aortic stenosis (lflg as), coronary artery disease (cad) status post left anterior descending artery (lad) percutaneous coronary intervention (pci), hypertension (htn), obstructive sleep apnea (osa), type 2 diabetes mellitus (t2dm), chronic kidney disease (ckd), chronic obstructive pulmonary disease (copd) / bronchiectasis who was admitted for high risk transcatheter aortic valve replacement (tavr), underwent tandem supported bicuspid aortic valve (bav) and ultimately impella 5.5 percutaneous left ventricular assist devices (plvad) for persistent cardiogenic shock in the setting of longer standing non-ischemic cardiomyopathy (nicm). After evaluation and approval by heart selection committee durable lvad, he underwent sternal sparing (ss) heartmate 3 (hm3) lvad (destination therapy (dt)), right axillary artery impella 5.5 lvad removal (peltz) complicated by thromboembolism to right brachial artery requiring brachial artery cutdown with thromboembolectomy by vascular surgery (the next day). Post-operative course was complicated by recurrent acute hypoxemic hypercapnic respiratory failure requiring reintubation, pseudomonal pneumonia in setting of chronic bronchiectasis, acute kidney injury (aki) on chronic kidney disease (ckd) requiring continuous renal replacement therapy (crrt), small subarachnoid hemorrhage (sah), septic shock, left hemothorax requiring re-do thoracotomy with clot evacuation. He continued to progress from cardiac standpoint, well-supported with lvad only as inotropes ultimately weaned off. Despite this, the patient remained plagued with profound and unrelenting encephalopathy out of proportion to known small sah. Etiology was thoroughly investigated without an obvious cause to explain degree of deficit. A magnetic resonance imaging (MRI) scan could not be obtained due to durable lvad in situ. Vasopressor requirement persisted due to sepsis. A tracheostomy was placed for prolonged ventilator support in the context of altered mental status, obtundation, and critical illness poly myopathy. Patient continued to suffer multisystem organ failure with no evidence of neurologic recovery, portending poor prognosis for any meaningful recovery. As such, patient's spouse and family made unanimous & collective decision to stop heroic measures in keeping with their knowledge of the patient's quality of life (qol) expectations and wishes. Palliative care consultation was requested, and after engagement with family, the decision was made to proceed with comfort measures. Approximately one month after implantation, surrounded by his family, appropriate sedative and analgesic medications were administered for the patient prior to the cessation of all life-sustaining medical therapies. Lvad driveline subsequently disconnected from power source, death ensued shortly thereafter as pronounced by cardiovascular intensive care unit (cvciu) intensivist service. Time of death recorded 1247 hours.

Event description:
Elderly man with acute on chronic systolic & diastolic heart failure (hf), new york heart association (nyha) class IV, severe low flow low gradient aortic stenosis (lflg as), coronary artery disease (cad) status post left anterior descending artery (lad) percutaneous coronary intervention (pci), hypertension (htn), obstructive sleep apnea (osa), type 2 diabetes mellitus (t2dm), chronic kidney disease (ckd), chronic obstructive pulmonary disease (copd) / bronchiectasis who was admitted for high risk transcatheter aortic valve replacement (tavr), underwent tandem supported bicuspid aortic valve (bav) and ultimately impella 5.5 percutaneous left ventricular assist devices (plvad) for persistent cardiogenic shock in the setting of longer standing non-ischemic cardiomyopathy (nicm). After evaluation and approval by heart selection committee durable lvad, he underwent sternal sparing (ss) heartmate 3 (hm3) lvad (destination therapy (dt)), right axillary artery impella 5.5 lvad removal (peltz) complicated by thromboembolism to right brachial artery requiring brachial artery cutdown with thromboembolectomy by vascular surgery (the next day). Post-operative course was complicated by recurrent acute hypoxemic hypercapnic respiratory failure requiring reintubation, pseudomonal pneumonia in setting of chronic bronchiectasis, acute kidney injury (aki) on chronic kidney disease (ckd) requiring continuous renal replacement therapy (crrt), small subarachnoid hemorrhage (sah), septic shock, left hemothorax requiring re-do thoracotomy with clot evacuation. He continued to progress from cardiac standpoint, well-supported with lvad only as inotropes ultimately weaned off. Despite this, the patient remained plagued with profound and unrelenting encephalopathy out of proportion to known small sah. Etiology was thoroughly investigated without an obvious cause to explain degree of deficit. A magnetic resonance imaging (MRI) scan could not be obtained due to durable lvad in situ. Vasopressor requirement persisted due to sepsis. A tracheostomy was placed for prolonged ventilator support in the context of altered mental status, obtundation, and critical illness poly myopathy. Patient continued to suffer multisystem organ failure with no evidence of neurologic recovery, portending poor prognosis for any meaningful recovery. As such, patient's spouse and family made unanimous & collective decision to stop heroic measures in keeping with their knowledge of the patient's quality of life (qol) expectations and wishes. Palliative care consultation was requested, and after engagement with family, the decision was made to proceed with comfort measures. Approximately one month after implantation, surrounded by his family, appropriate sedative and analgesic medications were administered for the patient prior to the cessation of all life-sustaining medical therapies. Lvad driveline subsequently disconnected from power source, death ensued shortly thereafter as pronounced by cardiovascular intensive care unit (cvciu) intensivist service. Time of death recorded 1247 hours.